Event description:
It was reported that after 12 hours use, the pump experienced "auto fill failure" alarms, and shut down. Since the pump could not be restarted, the iab was removed. The iab was replaced without any complications.